Event description:
It was reported that the patient was no longer receiving relief from the superion indirect decompression spacer (spacer). A flouroscopy showed that the device was well placed and there was no evidence of device failure or damage. The physician proceeded with explant. During the explant, the device was undeployed but due to bony overgrowth the spacer could not be removed. The spacer was redeployed and left in place and the incision was closed.

Event description:
It was reported that the patient was no longer receiving relief from the superion indirect decompression spacer (spacer). A fluoroscopy showed that the device was well placed and there was no evidence of device failure or damage. The physician proceeded with explant. During the explant, the device was undeployed but due to bony overgrowth the spacer could not be removed. The spacer was redeployed and left in place and the incision was closed.